Event description:
The customer reported that he was hospitalized due to high blood glucose levels, with a reading of 228 mg/dl. The customer also reported that the insulin pump alarmed motor error, and received about 80 units of insulin. In addition, it was stated that the customer was in a car accident, and was the driver. During the call, the insulin pump alarmed button error. The customer stated that he was pressing the buttons for longer than three minutes. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to moisture damage on force sensor. Unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm. The insulin pump was monitored in oven for several days and no button error alarm noted. All buttons functioning properly. No damage in keypad assembly noted. However, the insulin pump was received with moisture damage to electronic and vibrator assembly.